Event description:
The customer was reported during self-test that the device had a system failure and audible alarm post. There was no patient involvement and harm. Evaluation of the returned device identifies primary audible alarm, travel reverse error through event log.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) showed a primary audible alarm, travel reverse error. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due electrical component interference, normal material characteristics and normal wear. As a result, replaced all affected parts. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.